Event description:
Procedure: cholecystectomy. According to the report: there was no tissue damage or pt injury reported. During the retrieval of a gallbladder, the metal ring separated from the rest of the device and was free in the abdomen. The surgeon was able to retrieve it without much trouble.

Manufacturer narrative:
(B)(4). (B)(4).